Event description:
Customer indicated it is hard to transport pts in the chair (procedural recliner) because it will not go into steer mode. It was reported that a staff member had injured their back while transporting a pt. The staff member had 2 back surgeries from this alleged back injury.